Manufacturer narrative:
Per the field service representative (fsr) he replaced the central control monitor (ccm). The unit operated to the manufacturer's specifications.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) was unable to verify the reported complaint as the customer service data card was not sent in for evaluation. The log files downloaded as expected utilizing a lab use only service data card.

Manufacturer narrative:
The reported complaint was confirmed. The service repair technician was not given authorization to repair the unit. The high capacity service cards are not able to bulk download from the older version of the central control monitor. A lower capacity card was needed and used to download the logs. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reported complaint was discovered when the fsr was onsite doing the repair on the related complaint. A service card is placed into the ccm, and then the logs are downloaded onto the service card. When he inserted the service card and tried to download the logs, he received this notification, which shows that the ccm is not recognizing the service card (B)(4).

Event description:
It was reported that during the use of the device for a non-clinical activity, the field service representative (fsr) could not download the logs and there was a "service that occurred not seen" error message on the central control monitor (ccm). There was no patient involvement.